Event description:
It was reported a patient had an allergic reaction to the spark aligners. Patient experienced burning tongue, burning palate, burning throat, swollen throat and shortness of breath. The symptoms started few days after wearing the retainers. Patient went to seek medical attention with a physician assistant. It was diagnosis an allergic reaction. The reaction was gone when patient stopped wearing the retainers. Patient is fully recovered.